Event description:
Info received indicates the bed's loss of ground indicator is flashing.

Manufacturer narrative:
The technician found the ground pin on the power cord plug is loose. He replaced the power cord to repair the bed.